Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace coil and solenoid valve. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the coil and solenoid valve, no further action needed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that totalcare frame the head of the bed will not rise up. There was no patient/user injury, medical intervention, symptom, or adverse event reported.